Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The round part that spins broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that the round part of an oral-b crossaction power brushhead that spins broke off in his/her mouth. This was not the first time the consumer had used this particular brush head. Concomitant product: oral-b battery electric toothbrush. No symptoms developed.

Manufacturer narrative:
Received 03-apr-2017 product investigation results: reporter returned one toothbrush head on 17-feb-2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
The round part that spins broke off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 23-jan-2017 that the round part of an oral-b crossaction power brushhead that spins broke off in his/her mouth. This was not the first time the consumer had used this particular brush head. Concomitant product: oral-b battery electric toothbrush. No symptoms developed.